Manufacturer narrative:
The report of high impedance was confirmed. Analysis of extension a found it had two outer tubing breaches consistent with the explant procedure. A continuity check found the extension had two opens; it could not be ascertained as to how or when these two opens occurred.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include:common device name: dbs flex extension, model: 6371, UDI: (B)(4), serial: (B)(6), batch: 5674615.

Event description:
It was reported that impedance check showed high impedance on one of the extensions. As such, surgical intervention took place where is the extension was explanted and replaced to address the issue. Therapy was confirmed post op. Investigation was unable to determine which of the extensions had high impedance.